Event description:
The caregiver was removing tubing from the infusion pump and was called to attend to the patient. The door to the pump was left open. When the door is open the flow should stop as the clamp should engage and thus stop the flow of fluid on the infusion pump. Within a few minutes, the caregiver noticed a change in patient's mental status and noticed that nipride was dripping. The drug was discontinued and patient's neuro status returned back to normal. The IV tubing was disposed and the pump was removed from the room and could not be identified. There was no patient injury.